Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: october 6, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced with viscoelastic residue observed throughout the cartridge. Stress marks were observed on the cartridge tip; the cartridge tip and cartridge were damaged. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. No lens was received for evaluation. No further evaluation was performed. The complaint issue "cosmetic issues" was not identified during product evaluation as no lens was received. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/not provided section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section e1 - email address: unknown, as information was requested but not provided. Section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the implantation of the preloaded monofocal intraocular lens (iol), the surgeon noted two linear scratches on the ocular surface of the iol. The surgeon stated that the scratches were outside the visual axis and have minimal impact on visual function. The iol remains implanted. No patient injury was reported. No surgical or medical interventions were required. No further information was provided.